Manufacturer narrative:
Article citation: rauchegger, t., krause, s., nowosielski, y., huber, a., willeit, p., schmid, e. D., & teuchner, b. (N.d.). Three-year clinical outcome of xen45 gel stent implantation versus trabeculectomy in patients with open angle glaucoma. Springer nature. Eye. (2024) https://doi.org/10.1038/s41433-024-03042-z. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article, "three-year clinical outcome of xen45 gel stent implantation versus trabeculectomy in patients with open angle glaucoma", healthcare professional reported events of "patient baseline characteristics noted 6 eyes from the trabeculectomy group had xen implants prior to the study [lack of efficacy]." This is the same article reported under (B)(4). This emdr is being submitted for the xen implants placed prior to the study.